Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2017-26493 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that an impedance test performed on the day of report showed contacts 0, 1 was at 38 ohms (short circuit). There were no further complications reported or anticipated.